Event description:
During the procedure, after placing the electrode into the needle and when about to start sensory testing, the button was turned on and the patient experienced a shock. The shock did not continue and immediately stopped without turning the button back off. The testing was then activated on 0 and 10 volts. After testing, a low threshold was noted at approximately 20 volts. There were no adverse consequences to the patient.

Manufacturer narrative:
One ionicrf¿ generator was received into the lab for analysis. Ac power was applied to the ionicrf generator and the system successfully executed the power on self-test (post) with no faults detected. All modes were examined in this investigation. Audible tones emitted were consistent with the modes of operation selected and no issues were observed. The maximum output voltage for sensory mode is 3 volts. A functional test confirmed all output voltages meet all current manufacture specifications. An electrical safety test was also performed with no anomalies identified. No hardware anomalies were detected in this investigation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event could not be conclusively determined as the returned generator functioned as anticipated throughout investigation.